Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. Philips give some service quotation to customer, but the service quote provided by philips was not accepted by the customer, quotation has been cancelled by the customer and service has not been provided. Based on the available information in the reported complaint, the complaint has been coded and is closed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was giving an error indicating that disk space is low. No harm to the patient or user was reported. Philips has started an investigation of this complaint.